Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a surgeon was injecting a patient with a 10 ml bd¿ control syringe with bd¿ luer-lok tip, when the tip of the device broke off and a sharp edge penetrated two gloves and broke the surgeon's skin. The surgeon may have been exposed to (B)(6) as a result of the incident and had post exposure lab work done.

Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer provided a photo for investigation. A photo inspection confirmed that plunger rod was broken near thumb press which left a sharp end which most likely contributed to the reported injury. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. It is unclear whether the there was a defect in the plunger rod or the failure occurred due to improper product handling.